Manufacturer narrative:
Correction: the total amount of events reported initially had changed since the devices were incorrectly identified. The correct number of events is 35. This also changed the lot number count for unknown lot from 6 to only 3.

Manufacturer narrative:
Correction: typographical error found in supplemental 2 only in section h11 regarding the new total of events. The correct number is 3 (not 35). The field for no. Of events summarized was not affected.

Manufacturer narrative:
H10 -list of all lot numbers of the devices and quantity: 25457870 (x 1). 25458349 (x 2). 25640386 (x 1). 25803167 (x 1). 25817494 (x 3). 25972781 (x 1). 60635575 (x 1). 60637571 (x 1). 60640171 (x 1). 60641350 (x 2). 60645678 (x 2). 60664349 (x 2). 60664350 (x 3). 60670953 (x 2). 60676878 (x 5). 60679298 (x 1). 60679299 (x 1). 60682067 (x 2). Unknown (x6). Device evaluation: eleven (11) investigations were completed during the period. Five (5) of those the product were returned and six (6) were not. From the returned products the following was found: - 4 visual inspection did not reveal any obvious defects or damage. Functionality test was performed, and the result were found not within specifications. The reported event is confirmed but no product malfunction was identified. -1 the visual inspection the tubing was not fully seated on the fluid reservoir barb. Functionality test was performed, and the result was found within specifications. The reported event was not confirmed but no product malfunction was identified. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 38 malfunction events. The events were related to suction loss while laser firing. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Device evaluation: nine (9) investigations were completed during the period. Four (4) of those the product were returned and five (5) were not. For all products a review of the records related to the device that included labeling and complaint trending showed that the device and its components all met specifications prior to being released. For the four returned products: - three of the devices: visual inspections did not reveal any obvious defects or damage. Functionality test were performed, and the result were found within specifications. The reported event was not confirmed. - one device: visual inspection of the returned product revealed the tubing was not fully seated on the fluid reservoir barb. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.